Event description:
The nurse reports that flexi-seal signal fms (fms) balloon inflation port fell out of the tube housing. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.